Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 226. The customer's levels had been in the 500mg/dl range. The customer was treated at the hospital for the highs with IV and insulin shots. The mother states the customer had issues with their infusion sets not sticking. The mother declined to troubleshoot for the highs. The mother was advised the sets would be replaced.